Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and sent to supplier for evaluation. The following evaluation is from the supplier: the customer¿s claims of the device suction not working were substantiated. The device passed all electrical testing, but failed on the suction function of the device. Initial flow test failed to meet the specification. The debris seen on in the suction hole at the active tip was removed, but this did not improve the suction performance. Several attempts were made to remove the blockade but were unsuccessful. It can be concluded that the blockage is within the shaft of the device. Further evaluation cannot be conducted without further deconstruction of the electrode. After deconstruction, it was found that a substance underneath the active tip and in the port of the active suction tube is the cause of the reduced flow found on this electrode. From our investigation no manufacturing defect was detected and we have determined the probable cause of the reported suction blockage to be normal procedural debris. The product instructions for use (IFU) cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A device history record (DHR) review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the suction was stuck during the usage for arthroscopic subacromial decompression surgery on (B)(6) 2018. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was less than 30min. Surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that the suction was stuck during the usage for arthroscopic subacromial decompression surgery on (B)(6) 2018. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was less than 30min. Surgical delay and no harm to the patient. Additional event information received on 10/11/2018. The suction line that was hooked up is not applicable (wall suction, fms pump, etc.). The failure was noted as not applicable.